Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent the essure procedure and an ablation under general anesthesia" on (B)(6) 2012. Medical conditions: before essure, she had not experienced this combination of symptoms while not on birth control, and she had no problem with going about her daily life. Concurrent conditions included general anesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("unbearably painful menstrual cycles"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("migraines"), alopecia ("excessive hair loss"), fatigue ("fatigue"), peripheral swelling ("swelling in her extremities"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding during intercourse"), rash ("rashes"), vision blurred ("blurred vision") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy and removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, abdominal distension, migraine, alopecia, fatigue, peripheral swelling, dyspareunia, coital bleeding, rash, vision blurred and dizziness had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, coital bleeding, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, peripheral swelling, rash and vision blurred to be related to essure. The reporter commented: after the removal, the cause of her problems became obvious due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: bilateral tubal occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "underwent the essure procedure and an ablation under general anesthesia" on (B)(6) 2012. Medical conditions: before essure, she had not experienced this combination of symptoms while not on birth control, and she had no problem with going about her daily life. Concurrent conditions included general anesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), dysmenorrhoea ("unbearably painful menstrual cycles"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("migraines"), alopecia ("excessive hair loss"), fatigue ("fatigue"), peripheral swelling ("swelling in her extremities"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding during intercourse"), rash ("rashes"), vision blurred ("blurred vision") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy and removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain, abdominal distension, migraine, alopecia, fatigue, peripheral swelling, dyspareunia, coital bleeding, rash, vision blurred and dizziness had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, coital bleeding, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, peripheral swelling, rash and vision blurred to be related to essure. The reporter commented: after the removal, the cause of her problems became obvious due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.